Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a"self check failure -1003" error message. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2020-03680, 1220908-2020-03681, 1220908-2020-03682, 1220908-2020-03677, 1220908-2020-03678, and 1220908-2020-03679 for similar events reported from the same customer.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was observed during the power up evaluation. Internal inspection confirmed debris inside the transucer flow screens. All of the transducer flow screens were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a"self check failure -1003" error message and stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2020-03680, 1220908-2020-03681, 1220908-2020-03682, 1220908-2020-03677, 1220908-2020-03678, and 1220908-2020-03679 for similar events reported from the same customer.